Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the left femoral artery using a 6f 50cm non bsc introducer sheath. The 80% stenosed target lesion was located in a moderately calcified and mildly tortuous unspecified vessel below the left knee. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. During balloon inflation, the inflator pressure gauge would not rise and angiography showed a contrast leakage. The physician determined that the balloon ruptured at 4 atmospheres on the first inflation. The device was exchanged with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's condition was good.